Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert trigger for high rv coil impedance. The rv coil had reached one-hundred ohms, triggering the alert, but has since returned to its nominal value of ninety-four ohms. It was noted that there had also been a rv defib impedance alert triggered for high rv coil impedance two years ago but has been fine since. The rv lead remains in use. No patient complications have been reported as a result of this event.